Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20522. It was reported the patient experienced a pop when twisting followed by discomfort and loss of therapy( date of event unknown). X-ray revealed the leads have migrated. Consequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20522. Further follow up identified the leads were explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively.